Manufacturer narrative:
Adverse event should not have been marked. Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. The ipg was successfully charged to full capacity. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that a patient underwent a revision procedure to implant a new spectra battery. Physician is still waiting for analysis to rule in/out malfunction.

Event description:
A report was received that the patient had difficulty charging. The patient underwent an ipg replacement procedure.